Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact person reported that there was a fluid leak encountered during the patient's pd treatment. Fluid was discovered when treatment was complete and the cassette was removed. There was fluid discovered in the pump module area of the cycler. Fluid leaked from an unknown location. The patient contact poked two holes in the cassette intentionally. Although requested, no further details were provided. There was no harm indicated in the initial report. No sample products have been returned for analysis.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's contact person reported that there was a fluid leak encountered during the patient's pd treatment. Fluid was discovered when treatment was complete and the cassette was removed. There was fluid discovered in the pump module area of the cycler. Fluid leaked from an unknown location. The patient contact poked two holes in the cassette intentionally. Although requested, no further details were provided. There was no harm indicated in the initial report. No sample products have been returned for analysis.